Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it not ventilating was confirmed. Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the cough assist valve, which did show signs of an unknown contaminant inside. However, further root cause could not be conclusively determined.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that it was not ventilating. There was no reports of patient use associated with the reported issue.